Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing were performed and passed. Functional testing were performed and passed all relevant tests. An internal visual inspection was performed and passed. The log was downloaded for review finding no data within the investigation window. The allegation was not confirmed. Confirmation of the allegation and a probable cause could not be determined no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.